Manufacturer narrative:
(B)(4). The device is not available for evaluation as the hospital has no information regarding the device. Should additional information become available, or the device be returned, an evaluation will be conducted and a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).the root cause of the reported patient symptom was undetermined. The device was not returned and therefore could not be evaluated. The device's service history record was reviewed and no issues were identified that may have contributed to the home patient's blood pressure dropping. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
On (B)(6) 2011, a nurse (rn) for the home patient (hp) contacted baxter and indicated that the hp was having drops in blood pressure(bp) while using the device. The rn indicated that a bolus of intravenous (IV) solution would be given to resolve the bp issue. The rn indicated that she would call back if the bp issue continued. On (B)(6) 2011, baxter contacted the dialysis unit of (B)(6) hospital as the home choice device used by this patient had been issued to this facility. The nurse stated that they did not have peritoneal dialysis(pd) supplies or devices anywhere in the hospital. All patients who are on pd at the time of admission are converted to a hemodialysis( hd) catheter and started on hd. No further information about the device was available.